Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While troubleshooting an electrical issue with the architect i2000sr analyzer and the connected uninterrupted power supply (ups) an abbott field service engineer (fse) received an electrical shock and was taken to the hospital emergency department for treatment. The fse was working behind the analyzer checking the voltage at the ups output port and it is reported that the fse accidently touched a section of taped wiring, which was performed by an electrician (non-abbott employee) who was not on site at the time. The electrician had attempted to replace the output cable of the ups to make it compatible with the input socket of the architect i2000sr analyzer. Visible sparks and smoke were reported coming from the ups. At the emergency department, an ECG was performed and the fse's blood pressure, heart rate and potassium levels were checked. All results were normal. A new ups was being installed at the time. The fse did not suffer any serious injury and is back at work.

Manufacturer narrative:
The customer independently purchased a new uninterrupted power supply ( ups, digital energy vh series 3000) for the architect i2000sr analyzer, serial number (B)(4), in an effort to address intermittent error code 8002- power supply under voltage, causing the +36 vdc to shut off automatically during sample runs. The electrician used by the laboratory determined the plug of the architect power cord would not fit into the outlet of the ups; the architect power cord plug was removed and replaced with another plug compatible with the ups outlet. The new plug was attached to the power cord by jointing the wires and taping them with low grade isolation tape. An abbott field service engineer (fse) was onsite to troubleshoot errors 5901- motor command timeout on device (outer reagent carousel motor) and 5904- (r1 pipettor theta motor) homing failure, which were considered by the fse to be the result of power issues. The electrician was not available at the time to connect the architect analyzer to the ups and verify voltages so the abbott fse connected the power cord to the ups. While verifying the voltages from the "female socket in the ups body that was below the taped altered plug of the architect's power cord", the fse inadvertently touched the architect power cord and subsequently received the electrical shock. There were no visibly exposed wires on the power cord; however, the power cord was taped but no cover was installed over the tape. The fse returned to the account the following day and found the modified plug on the architect power cord had been removed and replaced with the original plug. The power cord was attached directly to an isolation transformer; the isolation transformer was connected to the circuit breaker of the ups. No returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the I-systems service and support manual provide information to address the current customer issue. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration and is connected to a power source that meets required specifications. Based upon the results of this investigation, there is insufficient information to reasonably suggest a malfunction of the architect power cord occurred. No deficiency of the architect power cord was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.